Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unavailable. Reporter is a synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, a cable became stuck in the cable tensioner. The cable was difficult to pull out once it was inserted. A different cable tensioner was used as another one was available during the procedure. It is unknown if there was a surgical delay. There is no reported patient consequence. Concomitant devices: orthopedic cable (part: unknown, lot: unknown, quantity: unknown). This report is for a cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 391.201; synthes lot number: p056869; supplier lot number: p056869; release to warehouse date: 09-mar-2010; manufacturing site: synthes monument; supplier: (B)(4). No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation: the customer reported the cable was stuck in the tensioner. The repair technician reported the device had no visible damage, but should be forwarded to the vendor for additional inspection. The cause of the issue is unknown. The device was sent to the vendor for repair on 11-jul-2018. The vendor reported the internal spring required lubrication. The vendor repaired the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 20. Finalized service record will be archived in docusphere document management system. The evaluation was unconfirmed. The device was deemed serviceable and returned to the customer. No design or manufacturing issues were identified; therefore, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.